Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the power supply had no output charging voltage. There was no patient involvement.